Event description:
An olympus employee reported on behalf of a customer, during a therapeutic laparoscopic inguinal hernia repair the sonicbeat tissue pads melted and was rendered unusable. The tissue pad melted after using it 2 or 3 times, which was much faster than previous devices used. Also, there was a u504 (probe breakage) error. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of tissue pad melted was determined to be severe wear of the tissue pad. The allegation of u504 (probe breakage) error was not confirmed. In addition, the tip of the tissue pad was severely worn and partially torn. There was a trace of contact with the probe on the tip of grip. There was a mark on the probe tip that was in contact with a non-insulated part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: the tissue pad was severely worn and partly torn because ultrasonic waves were output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The tip of the probe came into contact with the grip because the tissue pad was worn out. By continuing to output in the state of 2, a load was applied to the probe and a probe breakage abnormality occurred. In addition, contact traces were generated. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿. ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. Olympus will continue to monitor the performance of this device.